Manufacturer narrative:
Device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient experienced issues with two infusion sets. The cannula of the infusion set was kinked. The event dates were on (B)(6) 2024 and (B)(6) 2024. The patient noticed symptoms within 3 hours of insertion. The site was inserted in the abdomen. The patient regularly rotates the site location. The site area was not impacted in any way. The patient confirmed that the introducer needle was ahead of the cannula prior to insertion. The patient's blood glucose (bg) was high, but the specific value is unknown. The patient took correction bolus via pump to address the high bg. The event did not cause any injury. The patient resolved the issue by replacing the infusion set and successfully resumed insulin. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.